Event description:
It was reported that approx one month post-op infection was found deep within the surgical site. Culture showed (B)(6). The entire construct was removed, the surgical site was thoroughly cleaned and new hardware was placed. The pt is reported to be septic and the infection has not resolved.

Manufacturer narrative:
Labeling review of the acufix system indicates the product is provided non-sterile to the end user. Additionally, the surgical technique provided to the end-user includes sterilization instructions that are to be performed prior to surgical use. It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.